Event description:
Medtronic (covidien) received information regarding an incident with a reverse medical manufactured device. During the procedure to embolize the inferior mesenteric artery hepatic pre y-90 treatment, it was reported the mvp (micro vascular plug) migrated distally after deployment. The target vessel as reported to be 3.8mm with high flow. The mvp was retrieved with a snare and another plug was used. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined. A review of the lot history record was conducted and did not identify any issues that would have contributed to this event.